Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was discovered that the patient's implantable cardioverter defibrillator exhibited far-field r-wave over-sensing. Inappropriate mode switch was noted. Programming changes were made. The patient was stable.